Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that they have a back up plan. The patient was treated with syringes. The customer was unable to troubleshoot high blood glucose due to keypad anomaly. The customer stated that the act button stopped working. The customer advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No cosmetic damage noted.